Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-00407 / 00408). Requested but not returned by hospital.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2016 due to metallosis. The shell and head were removed and replaced with a zimmer biomet head/taper and competitor shell and liner.